Event description:
The hcp reported that the pt's pump flipped. It was subsequently removed as was the catheter. A small piece of the catheter was left in situ. The pt recovered without sequela. The pt's pump contained baclofen. Reference MFR report #6000030200703916.